Event description:
The nurse stated the event was not related to the intraocular lens (iol). The capsular bag was torn prior to insertion, but the surgeon attempted, unsuccessfully, to implant the iol. The lens cut for removal.

Event description:
A nurse reported that during intraocular lens (iol) implantation, a patient had a posterior capsular tear. The surgeon removed the iol and a posterior segment surgery was performed. The surgeon stated the iol was not defective. Additional information has been requested.